Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was hospitalized for heart failure exacerbation. Log files were sent on (B)(6) 2025, at the beginning of the hospital stay. The patient was noted to have increase in pulsatility index (pi) events and decreased flows. Their mean arterial pressure 9map) was 40. It was also noted that there was a different sound to the pump when auscultating. This patient has a known extrinsic outflow graft obstruction (eogo) ~50%. The event log captured mainly routine events but noted a couple low flow events on (B)(6) 2025 at 1204 and 1237 where the estimated flow was right below the 2.0 lpm threshold but not sustained long enough to trigger the audible alarm. The flows recovered slightly in the upper 2 and lower 3 lpm range. These were associated with elevated pi values in the 10-12 range. Pi values remained elevated in the 10 range after these lower flows were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The reported low flow alarms were not confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported events could not be conclusively established. The controller event log file contained events on 14mar2025 from 09:18:57 to 12:47:44, per the timestamps. The log file captured 2 low flow fault flags that were not sustained long enough to activate the low flow alarm. A slight elevation of power was noted starting at 10:52:40, increasing to 4.6 watts from a baseline of 4.2 watts. Pulsatility index (pi) was elevated at this time. The log file also contained routine power source exchanges and pi events. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Their mean arterial pressure (map) was 40.

Manufacturer narrative:
H9: updated no further information was provided. The manufacturer is closing the file on this event.